Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the 4th firing of the device, it fired a clip and then would not release from the artery. The surgeon forced the handles open and then the jaws opened. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that device was too large for the patient anatomy. A competitor device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause.